Manufacturer narrative:
Complaint no: (B)(4). It was reported the peritonitis occurred on an unspecified date ¿sometime in the past three years¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics. It was reported the patient was recovered from this peritonitis event. Action taken with dianeal and extraneal therapies was not reported. Additional information was unable to be obtained.